Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, inadequate bone quality, pain, increased sensitivity, mobility. Bone quality not sufficient in spite of good bone quantity.